Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced blurry vision coincident with a fingerstick blood glucose of 67 mg/dl, after having eaten only breakfast and no snacks, fluids other than water, or exercise; the user does not use the ilet app and no data were available for review. Symptoms included hypoglycemia with visual disturbance. Outcomes included recovery to target range following oral carbohydrate treatment per the 15/15 rule and no hospitalization. Investigation included a troubleshooting discussion and education on hypoglycemia recognition and treatment. Investigation of this case revealed no device data for assessment and no identifiable precipitating factors, so the event was characterized as hypoglycemia of unclear cause. It was concluded, based on previously established findings for similar reports, that the cause was undetermined. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.